Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the black screen and remained unresponsive. Additionally, it was reported that the customer was unable to log in and could not access the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the black screen due to a software issue. The technical support specialist discovered that the files within the station were corrupted and rectified the problem by repairing the corrupted files. The system functioned as intended after the field service engineer troubleshooted the device.